Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding axium coil non-detachment. The patient was undergoing a coil embolization procedure. Patient's blood flow was normal. Vessel tortuosity was moderate. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil could not be detached despite 3 detachment attempts with the instant detacher (ID) and 1 manual detachment attempt with the hypotube. There was no issue with the instant detacher which was used and discarded after the procedure. Other coils were used to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Ancillary devices: ballast 90 long sheath (lot: f241000721); headway duo microcatheter; synchro 0.014" x 200cm guidewire; coils: apb-3-8-3d-es-1, microplex 10  2x4 hypersoft 3d, microplex 1.5x4 hypersoft helical.